Manufacturer narrative:
Procode: fge catheter, biliary, diagnostic.

Event description:
Thapa 2020, cotton-leung biliary stent - "endoscopic or conservative management of iatrogenic duodenal perforations caused by long plastic biliary stent distal migration". Patient 1: a (B)(6)-year-old woman with a history of common hepatic duct cholangiocarcinoma undergoing treatment with gem-citabine and cisplatin who had an indwelling 10 fr 3 12 cm (cotton-leung biliary stent [clso]-10-12, cook medical, winston-salem, nc) plastic biliary stent into her left hepatic duct placed 2 months earlier presented with severe right upper quadrant (ruq) pain. She was tachycardic with elevated liver function tests (lft): aspartate aminotransferase (ast) of 154 iu/l, alanine amino-transferase (alt) of 280 iu/l, alkaline phosphatase (alp) of 246 iu/l, and normal total bilirubin at 0.9 mg/dl. Abdominal computed tomography showed duodenal perforation from the distal tip of the biliary stent with its proximal aspect remaining within the common bile duct. Urgent ercp revealed the stent penetrating through the opposite duodenal wall from the papilla. The plastic stent was removed with rat-tooth forceps, revealing a small focal duodenal perforation. The adjacent mucosa was marked with a biopsy forceps bite to facilitate identification because the fistula was anticipated to close quickly, making finding it challenging. The duodenal perforation was closed with an over-the-scope clip (12 mm 3 6 mm gc; ovesco endoscopy ag, germany) with symptom resolution immediately postprocedure. Ercp was completed, and a modified 10 fr 3 10 cm plastic stent with a full external pigtail and a ½ internal pigtail (6108, hobbs medical, stafford springs, CT) was advanced across the stricture. At a 1-year follow-up, the patient has since needed bilateral metal stents and an enteral stent for the management of her advancing cholangiocarcinoma. Her over-the-scope clip has since spontaneously migrated.